Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's husband found her unconscious and could not wake her. The customer's blood glucose reading was 45 mg/dl at the time of the event. The customer stated that her son changed something in the insulin pump before she went to bed. The customer was advised to contact her healthcare professional to get the correct settings for the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.